Event description:
Caller reported that a malfunction occurred on the pump, identified by malfunction code 16. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without further problems. The customer was advised to contact support again if the malfunction code reappeared and confirmed their understanding of the instructions.